Event description:
The customer reportedly experienced an error on the system. The site's in-house service personnel were called and checked the unit, but they could not determine the cause of the problem. On the following day, a patient went into cardiac arrest while undergoing an endovascular surgery procedure. In order to administer CPR, the operator attempted to move the system (tabletop and stand) out of the operating position. The unit displayed an error, and the stand and table would not respond to the operator's command to move. As a result, the operator manually moved the unit in order to perform CPR. CPR was performed on the patient at the time of the event; however, the patient expired on the table. After the incident, the system was later rebooted. This cleared the error and the unit functioned properly. Later investigation of the error logs indicated that the problem was caused by a defective motor controller for the table. The motor controller was replaced by the site's in-house service personnel, and we are unaware of any further errors.

Manufacturer narrative:
Motor controller.